Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to helix did not extend when physician tried to reposition it. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion.